Event description:
On (B)(6) 2013 cardinal scales mfg was served legal paperwork stating that a patient of (B)(6) dropped a patient while transporting or moved using a "hoyer" lift manufactured by cardinal/detecto. Cardinal does not have a device specifically called a hoyer lift. Cardinal does manufacture in-bed patient scales under the detecto name. No information specific to the device in question was provided in the paperwork including model number or serial number. If, in actuality, an in-bed patient scale was used for transporting a patient, then it was not used for its intended purpose. Labeling and user instructions for an in-bed patient scale state that it is not to be used for transporting patients and that when lifting a patient for weighing purposes, that the bed must remain under the patient.

Manufacturer narrative:
Evaluation of device was not available. Cardinal is using its insurance company and attorney to contact the user facility for information about the scale. Cardinal did not provide any evaluation codes since we do not know anything about the device involved with this incident. At the time of this report no information about the device in question was available.